Manufacturer narrative:
H4: device manufactured between november 04, 2019 to november 05, 2019. H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Removed fill port caps and observed dark foreign matter only inside the fill port cap of one sample. The reported condition was verified. The cause of the condition was due to a manufacturing issue. For the second device, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign material was observed in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.